Manufacturer narrative:
One tapered screw-vent implant (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were -moderate bone density ¿ type ii & bruxism-. The reported implant had been placed on tooth #4 (unknown notation system) for approximately 1 year. X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (63922126) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63922126) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227.

Event description:
The clinician reported a fractured implant. Patent came in to the office and the implant was trephined and cortical puros bone was placed. Tooth # 4. Note: bruxism reported.